Manufacturer narrative:
D3, h6: updated. D9: 1/7/2025. H3: one device was received. A review of the event history log found a high alarm displayed: downstream occlusion. Device was visually and functionally tested and the customer reported error was able to be replicated when cassette was attached and latch lock handle was closed. The downstream occlusion (dso) seal was found to be bubbled and there was fluid ingression on the dso sensor. The most likely cause of the error is the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion error. There was unknown patient involvement, no patient injury was reported.